Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and nine months post filter deployment, patent presented with back and left leg pain. Subsequent computed tomography (CT) revealed that an inferior vena cava filter was present in an infra renal position. It appeared to be a bard recovery filter. A strut of the filter eroded 6 mm into the anterior vertebral body. This was consistent with perforation of the wall of the cava by the filter leg posteriorly. Eventually four years and four months later, removal attempt was performed. Through the right internal jugular vein, 5-french sheath was placed. A 5-french flush catheter was advanced over a guidewire into the distal inferior vena cava. Attempts were made to remove the filter with the snare but were unsuccessful. The filter retrieval cone was advanced through the sheath. Several attempts were made to remove the filter with cone but were unsuccessful. After one month, another retrieval attempt was made. A 0.018 wire was advanced through the needle into the vein. The inferior vena cava filter retrieval, sheath, and dilator were then passed over the wire to the level of the filter. The cone was used to secure the tip of the filter, however, the tip failed to disengage from the caval wall, with which it was intimately associated. Numerous attempts to distract the tip from the wall were unsuccessful. The inferior vena cava was in an infra renal position and there was no significant clot burden associated with the filter. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter strut perforated and the patient reportedly experienced back pain. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.